Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead exhibited noise on the analyzer and atrial potential could not be confirmed. It was also reported that the issue persisted after repositioning the ra lead. The ra lead was attempted/ not used and replaced. No patient complications have been reported as a result of this event.